Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving no delivery alarm. Troubleshooting occurred and it was found that insulin did not exit the reservoir during plunger test. Customer's blood glucose level at the time 91mg/dl. Advised reservoir would be replaced. No additional information is provided.